Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device recorded a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert, and a request was made to have data from this device analyzed. Technical services (ts) confirmed the number of beeps to magnet detections was enough to trigger the bd error. The battery voltage will start recovering. The error should be reset, and no further action is required. The field noted the patient had a recent hospital stay during which procedures were performed, which may have contributed to magnet exposure(s). No adverse patient effects were reported. This product remains in service. Additional information received confirmed this patient underwent an ablation procedure on (B)(6) 2024 in the lab with a large stereotaxis machine which has a large magnet. The procedure was very complicated and hence took a long time.